Event description:
Information received by medtronic indicated that the insulin pump had a crack. The insulin pump crashed. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for cosmetic damage located at the pump case found on (B)(6) 2021. Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unable to perform displacement test due to missing segments/partial display. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked and bleeding on lcd glass and broken off the end cap. Cosmetic damage was confirmed at the pump case. Missing segments/partial display due to cracked and bleeding on lcd glass.